Manufacturer narrative:
The complaint that the ext extension set does not lock when twisting the luer locking collar could not be confirmed from the photograph and ext extension sets that were provided for investigation. Sixty ext extension sets were received in sealed unit packaging. Six units were received in unsealed unit packages. A functional test of both the sealed units and unsealed units revealed no leaks or untwisting of the luer locking collar when it was attached to a female luer adapter. There were no other similar complaints from the implicated lot. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the ext had connection issues. Issue: this bd ext set does not lock when twisting the swivel locking piece. Of this lot, 6 of them were tested and all failed. Once twisted it will automatically partially reverse twist leaving the IV open for blood loss and contamination. Event date: 2/4/2026 was there injury? No.

Event description:
Additional information 2/23/2026: what was the product that the extension set was attempted to be connected to? They are being connected directly to bd insyte autoguard ivs was any leakage observed? Yes, when attempting to screw the extension set onto the IV, it wouldn¿t grab hold, or lock in, so when the piece that you twist was released it would roll back and come undone, leaving an open IV with blood and fluid leakage.

Manufacturer narrative:
.